Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000166, serial/lot #: none , UDI#: the manufacturer representative went to the site to test the imaging system. The sidewall door switch was adjusted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that post operatively that the door open sign stayed on. At the end of the procedure, the site was not able to open the door because the sign door open on the pendant was on. Troubleshooting was performed and the rotor was not able to move to its position to let the door to open. The door was closed but the switch was not activated. On the phone the manufacturer representative asked the site to push on the side of the door to activate the switch and they were able to open the door. The probable cause of the reported issue was that the door was closed but the switch was not activated. The next step was to adjusted the door switch. There was no reported delay to the case. No impact on patient outcome.